Manufacturer narrative:
There was an instrument error code at the time of the event. The instrument was unable to return to normal operation after the event occurred. Probable cause of the broken slide is the instrument error code which interrupted the shuttle proper placement of the slide. The central processing unit (cpu) failed and was required to be replaced. Product labeling was evaluated. Dxh800 sms instructions for use pn 85371 aa: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer (B)(4).

Event description:
A beckman coulter employee reported a potential hazard when using the unicel dxh slidemaker stainer (sms). During a training session for field service engineers, a slide on the sms broke when the shuttle attempted to place the prepared slide into the slide basket for staining. The operator cleaned the broken glass per instructions for use (IFU) for sms a85371 revision aa. The operator turned off the instrument and removed broken glass with gloved hands. The instrument produced an error code: beckman coulter, inc (bci) sms bootstrapper error. This error code interrupted the shuttle proper placement of the slide. The instrument was unable to return to normal operations after the event. The central processing unit (cpu) of the instrument failed, and was required to be replaced. There were no reports of death, serious injury, or affect to operator safety associated with this event.